Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable results for 6 patients tested for albumin gen.2 (alb2), c-reactive protein gen.3 (crpl3), creatinine plus ver.2 (crep2), vancomycin (vanc2), glucose hk (gluc3). The issue has been going on for a few weeks. Of the data provided, the results for 5 patients were erroneous. It is not known which results were considered to be correct. It is not known if erroneous results were reported outside of the laboratory. The units of measure were not provided for any of the test results. The sample probe was changed between the initial test results and the repeat results. Patient 1 initial alb2 result was 0.1. The repeat result was 39.7. Patient 2 initial crpl3 result was 0.0. The repeat result was 24.9. An additional result of 59 was included in the data. Clarification was requested, however, it is not known what this result is. Patient 3 initial crpl3 result was 0.0. The repeat result was 9.9. An additional result of 71 was included in the data. Clarification was requested, however, it is not known what this result is. This patient also had an initial crep2 result of 1. The repeat result was 72. Patient 4 initial vanc2 result was 1.3. The repeat result was 9.4. Patient 5 initial gluc3 result was 0.06. The repeat result was 5.35. No adverse event was reported. No reagent lot numbers or expiration dates were provided. Multiple parts of the analyzer have been checked, replaced or adjusted since the issue began a few weeks ago. A leaking vacuum degasser was identified and repaired. The issue continued after repairing the vacuum degasser so it was replaced. The issue continued so the entire vacuum pump was exchanged. Maintenance was performed and parts were changed. During a visit from the field service engineer (fse) dated 08/05/2015 (B)(6) was found in the laboratory. The fse has gone through the decontamination process twice. It was noted that abnormal probe sucking errors were generated indicating clots in the sample or gel blocking the sample probe. This is the most likely root cause of the erroneous results.

Manufacturer narrative:
Clarification was received that the "additional results" for patients 2 & 3 were not results. A specific root cause could not be identified. The laboratory changed tube manufacturer from bd to terumo. It is not clear when this change was made in relation to the event. White particles were visible within the sample material. Based on the available data, the most likely root cause is related to preanalytical issues.